Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate antitachycardia pacing - atp therapy due to the programming of the discriminators. Programming changes were performed. The patient was in recovering condition.